Event description:
A review of service data detected a reportable event. During servicing of electrode belt which was returned for routine maintenance, it was discovered that the ECG signals were distorted. The last pt to use this electrode belt did not experience any problems with it.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt has been completed. Upon further inspection, the electrode belt was found to have a short circuit in the cable between ECG a and ECG b. The cable was replaced. The electrode belt was refurbished. Baseline evaluation was performed and the cardiac signal now appears normal. The electrode belt was returned to stock. The root cause of this short circuit is unk, but is likely due to strain placed on the cable. No adverse event resulted from this short circuit. The last pt to use this electrode belt did not report any problems with it.